Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn b)(4) has been completed. The reported problem ("add gel" messages/check te pad messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "add gel" messages without a prior gel release and "check therapy pad" messages.